Event description:
Reporter indicated that a vns handheld computer was not able to be upgraded with new vns software. The handheld computer and software have been requested for return but have not yet have been received. No further information is known.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.